Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was using an external neurostimulator for unknown indications for use. It was reported that during a blind office peripheral nerve evaluation (pne), the lead became "dislodged during placement" and they wanted a replacement. There were no patient symptoms or further complications reported at this time. Additional information was received from a manufacturer representative (rep). When asked if lead migration was confirmed, the rep replied that upon insertion into the foramen needle, it was noticed that the distal end of the lead was floppy and the stylet had become dislodged from the interior of the pne lead. The lead would not insert into the foramen needle. The cause of the issue was not determined. When asked what most likely caused or contributed to the issue, they replied the stylet was not fully inserted to the distal end of the lead. When asked what steps were or would be taken to resolve the issue, they stated education on proper use of the lead was explained. The issue was resolved by using a new lead during the procedure without issue. It was also noted the healthcare provider noticed the issue prior to the lead getting implanted into the patient, so no patient was involved in the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the distal end of the lead being floppy, stylet becoming dislodged from the interior of the pne lead not inserting into the foramen needs, and stylet not being fully inserted to distal end of the lead was not determined. The most likely cause was upon removing lead from inner tube the lead was stretched.